Event description:
It was reported that during a percutaneous rotational atherectomy treatment procedure, a vessel perforation occurred. This 1.25 mm rotalink plus was selected; however, the burr perforated the vessel. The patient required surgery. The patient is in the intensive care and the patients current status is unstable. Additional information has been requested and is not available

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).